Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 09/11/2019. Device evaluation: a piece of small particle was received inside a plastic bag at the manufacturing site. The particle was sent to a third party lab for fourier transform infrared (ftir) spectroscopy analysis. The ftir analysis indicates the sample is consistent with polypropylene. The lens can be exposed to different materials during the manufacturing process. However, throughout the manufacturing processes there are various cleaning operations and 100% visual inspection (utilizing a microscope magnification) that will identify and discard an iol with a similar particulate or substance. The complaint was verified. However, based on the evidence observed and the batch record reviewed, it is not possible to confirm if the particle or substance observed is related to manufacturing, as the reported lens was handled. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that one other complaint has been received for this production order number. The investigation was reviewed and it is not related to this complaint. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age / date of birth: unknown, information not provided. Gender / sex: unknown, information not provided. If explanted, give date: not applicable, the lens remains implanted to date. (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The surgeon reported that a transparent plastic material was attached to the optical surface of the intraocular lens (iol), mode zcb00 18.5 diopter. The substance was removed from the patient¿s eye on the next day after the surgery. It was indicated that the lens remains implanted in the patient¿s eye. After communication with the surgeon, it was confirmed that the cartridge used by the patient was not saved and is not available now. There was no incision enlargement and no report of loss of 2 or more lines of best spectacle corrected visual acuity (bscva)after operation. The visual acuity was 0.6 after the second operation. No additional medications were used during or after the operation. There is no follow up information with the patient after the second operation. No additional information was provided.